Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratched lcd window. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies, unexpected weak battery or failed battery test alarms were noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels and wanted to be sure the insulin pump was functioning properly. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the incident was 333 mg/dl. Blood glucose level at the time of the call was 283 mg/dl. The customer also reported that the insulin pump had a failed battery test. Blood glucose level at the time of the insulin pump was not provided. During troubleshooting, the customer received an additional failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.